Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer filled the tubing and resumed insulin delivery. Tandem technical support instructed the caller to disconnect from the site, load a new empty cartridge, and deliver a 9-unit bolus, which completed successfully. A one-time pump replacement was provided.